Event description:
It was reported that during an interventional procedure to the 90% stenosed, de novo, distal left anterior descending (lad) artery with mild tortuosity and mild calcification, a 3 mm, 6 french guiding catheter was advanced to the left coronary ostium which was predilated with a 2 x 8 mm balloon at 8-10 atmospheres for 30 seconds. The 2.25 x 15 mm rx xience v stent was deployed in the distal segment. A dissection was observed in the distal lad. A second 2.5 x 15 mm xience v stent was deployed treating the dissection, at the proximal end of the first stent at 12 atmospheres for 30 seconds. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw-uii; inflation: medtronic; guide cath: cordis jl 6-french: sheath: cordis. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.